Event description:
Procedure: sigmoidectomy. According to the reporter: I was notified that st. (B)(6) medical center in morehead, ky had an issue with suture. At this time they did not have any further information to provide. Additional information received via email: the surgeon is claiming the suture is causing a leaking bowel. He will not provide any more information, other than that the surgeon believes the suture was the cause and reason for the reoperation. First surgery: date of procedure: (B)(6) 2015. Procedures: exploratory laparotomy, lysis of adhesions, abdominal washout, sigmoid colectomy with end colostomy and hartmann's pouch and left salpingectomy, placement of abthera dressing. Post operative diagnosis: pelvic abscess, likely perforated diverticulitis of the sigmoid colon, dilated small bowel with extensive adhesions but no definite transition point. Reoperation: date of second procedure (B)(6) 2015. Procedures: exploratory laparotomy, washout of interloop abscesses, primary repair of enterotomy, temporary closure with placement of abthera dressing. Post-operative diagnosis: intra-abdominal sepsis with enterotomy of the ileum with high output of gi contents, fascial dehiscence. Additional information received via email: currently the patient is still in ICU with a trach on CPAP. Comorbidities were: chf, copd and . Fib as noted by the most recent surgery progress note . Both energy and sharp dissection was used in various parts of the surgery. We cannot identify the exact time the enterotomy occurred and which was being used at that exact moment. The suture and needle used was 3-0 sofsilk v-20 26 mm taper. It was not noted what the suture looked like at time of reoperation. The number noted on the charges for the suture used in the original surgery was gs63m.

Manufacturer narrative:
(B)(4).